Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced reoccurring incontinence and the physician believed the cause could be an urethra atrophy. A stricture of the urethra was observed during cystoscopy, therefore, the physician determined that it was necessary to remove the artificial urinary sphincter (aus) and replace it with a new device. During the replacement surgery the physician mentioned observing a potential fluid loss, however, there was no opportunity to study the explanted product as the physician disposed the device. The patient received a new aus is expected to make a full recovery.